Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedances on the non-boston scientific right atrial (ra) lead measuring greater than 2000 ohms. Additionally, there were multiple minute ventilation (mv) episodes in which there was noise that was being oversensed due to electromagnetic interference (emi). Technical services provided possible causes and recommended to bring the patient in for further evaluation. At this time, the device and non-boston scientific ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedances on the non-boston scientific right atrial (ra) lead measuring greater than 2000 ohms. Additionally, there were multiple minute ventilation (mv) episodes in which there was noise that was being oversensed due to electromagnetic interference (emi). Technical services provided possible causes and recommended to bring the patient in for further evaluation. At this time, the device and non-boston scientific ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.